Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device was falling calibration for an error 80 (unable to reach calibration temperature). They stated the expected was 6 and the actual was 25. The check of the diagnostics showed that the mixing pump had failed and they would order and replace by them. They started therapy around 12:15pm patient temperature has been increasing and the water temperature even though cooling. Then getting alert 113 (reduced water temperature control). Patient temperature was 35.1c, target temperature was 33c, water temperature was 26.3c, water flow rate was 2.3 l/m. The system diagnostics are outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.3c, chiller temperature (t4) was 4.4c, water flow rate 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5 ,system hours 7095 ,pump hours 6448. They advised it appears mixing pump may be the issue and they send to biomed for evaluation. They will swap out to another device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3: the device was not returned.

Event description:
It was reported that the arctic sun device was falling calibration for an error 80 (unable to reach calibration temperature). They stated the expected was 6 and the actual was 25. The check of the diagnostics showed that the mixing pump had failed and they would order and replace by them. They started therapy around 12:15pm patient temperature has been increasing and the water temperature even though cooling. Then getting alert 113 (reduced water temperature control). Patient temperature was 35.1c, target temperature was 33c, water temperature was 26.3c, water flow rate was 2.3 l/m. The system diagnostics are outlet monitor temperature (t1) was 26.4c, outlet control temperature (t2) was 26.3c, inlet temperature (t3) was 26.3c, chiller temperature (t4) was 4.4c, water flow rate 2.3 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 54%, mixing pump command (mpc) was 100 percentage, heater 0, water reservoir level (wrl) was 5 ,system hours 7095 ,pump hours 6448. They advised it appears mixing pump may be the issue and they send to biomed for evaluation. They will swap out to another device.